Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to claim no audio output patient experienced on (B)(6) 2014, resulting in a hypoglycemic event. Patient's father administered a glucose tablet to patient resulting in patient's blood glucose (bg) levels stabilizing. At the time of the call to dexcom technical support, no further medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's father to test the alert functionality and reported alerts were functional. Patient's father reported to dexcom technical support a current condition of patient feeling fine.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log did not confirm the reported no audio output.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to claim no audio output patient experienced on (B)(6) 2014.